Event description:
It was reported that the patient presented to the hospital with the complaint of being shocked. Chest x-ray showed the right ventricular lead had dislodged and pulled back into the right atrium. The lead was sensing atrial fibrillation when it interpreted it as ventricular fibrillation and delivered inappropriate shock. The right ventricular lead was explanted and replaced. The patient was in stable condition post-procedure.